Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly there was a leakage of pmma through the fracture line outside the humeral head, distally at the calcar region. The leaked material was easily removed. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.